Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es user tried to pull particular medication, but it pulls the whole drawer instead. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had allowed tray positions to open all the way when dispensing any medication, without stopping at the desired pocket. A field service engineer cleaned the tray position track, replaced the engines, and replaced the controller board, but nothing resolved the issue and so a full mini drawer replacement was installed for the station which resolved the issue. The system functioned as intended after the field service engineer repaired the device.